Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer requested assistance with his insulin pump. The customer was assisted with performing 5 units of fixed prime. The customer stated insulin did not exit. It was found insulin was able to exit from the tubing with a plunger push. The customer also reported receiving a no delivery alarm during a manual prime. The customer was advised his no delivery alarm may be caused from an infusion set or reservoir occlusion. Troubleshooting fod no delivery could not be continued as the customer did not have any more insulin. Customer's blood glucose was 252 mg/dl. No additional information provided.